Event description:
Caller alleged discrepant (precision) results: recently: 1st-inr = 1.6, 2nd-inr = 1.7. Last month: 1st-inr = 1.6, 2nd - inr = 1.8, 3rd-inr = 1.7. Also reporting errors 141, 411, 414.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 1st-inr = 1.6, 2nd-inr = 1.8, 3rd-inr = 1.7. Pt was applying multiple drops. Per technical bulletin 107, this leads to pre-analytical errors in finger stick. Inratio meter: mean: 1.7, sd: 0.10, %cv: 5.88. Since 5.88 %cv is less than 20%, inratio meter results pass the criteria for precision. Summary: end-user reported nnn and test results lower than expected. With respect to accuracy, the discrepant result complaint did not include direct data comparisons between inratio & another system or replicate data points with inratio. Accuracy discrepancy was not established. With respect to precision, cv% was calculated. Cv% was within criteria (<20%). Timing was not specified with three hours. No info if reported data was from repeat tests or tests done on different dates. Pt's coumadin dosage has adjusted a week ago. It was possible inr values were fluctuating. Trouble shoot revealed finger sticking was too early. Test result could be affected. No product is expected to return. Proper test training and info were provided. Further testing is not required at this time.